Event description:
It was reported that the clamp jaw of smartstitch became separated from the connector, there is no fracture to the item, it appears to have been loose as they all just came apart with no force. This occurred outside the patient. There was a significant delay of more than 30 minutes, less than 1 hour. No patient injury was reported

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in plastic bag. During the functional evaluation both needles could be extracted by using a smart stitch device. The rod inside the pp-connector moves when the clamp lever is pressed. Further functional tests could not be performed. The pp-connector is broken. The complaint was verified. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.